Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said she woke up around 8 am and felt like she was unable to focus and was lightheaded. She said she was unable to test her blood sugar at this time and therefore did not know how much insulin to take and skipped her dose of insulin. She only drank orange juice for breakfast and lay back down. When she woke up again at around noon and said she felt lightheaded and had blurry vision at that time. She says those symptoms are indicative of hyperglycemia for her. Again, she could not get a reading on her meter and did not take any insulin because she did not know how much to take. She went to work that day at 3 pm (she works in a hospital) and tested her blood sugar at work. At work, the patient obtained a reading in the range between 200 and 300 mg/dl and took insulin based on the sliding scale. She felt better, her headache subsided, and her vision cleared up shortly after she took insulin. She describes her sliding scale as follows: if her reading is under 150 mg/dl, she does not do anything, if the readings are 151 to 200 mg/dl she takes 3 units, from 201 to 350 mg/dl she takes 4 units, from 351 to 400 something mg/dl she takes 6 units. Before the patient left the hospital, she tested her blood sugar and she said it was within normal range. She says her readings were in a normal range (below) 150 mg/dl the day before she experienced symptoms. It was determined during the troubleshooting telephone call there was no misuse of the product. The meter turned on after pressing the power button and inserting the test strips. The meter was not new (out of box). This complaint is being reported because the patient alleged she could not use the meter to adjust her insulin dose and developed symptoms indicative of hyperglycemia afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.